Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure the cartridge deck bowed on thick tissue on the 3rd firing using seamguard buttressing. The procedure was completed using a like device of the same product code. There were no patient consequences reported.